Manufacturer narrative:
Additional information was received, the product returned for analysis. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 9 mm. X 4 cm. Balloon catheter burst during inflation. The target lesion was left iliac-femoral artery. The product was successfully removed from the patient and another one was used to successfully complete the procedure. There was no reported patient injury. No additional information or product return was available despite multiple attempts. The product was not returned for analysis. A device history record (DHR) review of lot 17266400 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst- (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the exact event date was not provided so the alert date of (B)(4) 2016 is being used as the event date. (B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 9 mm. X 4 cm. Balloon catheter burst/exploded during inflation. The target lesion was left iliac-femoral artery. The product was successfully removed from the patient and another one was used to complete the procedure successfully. There was no reported patient injury. The product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 80 cm powerflex pro 9 mm x 4 cm balloon catheter (bc) burst/exploded during inflation. The target lesion was the left iliac-femoral artery. The product was successfully removed from the patient and another one was used to complete the procedure successfully. There was no reported patient injury. No additional information was available despite multiple attempts. The product was be returned for analysis. One non-sterile unit of powerflex pro 9mm x 4cm 80cm bc was returned. An axial burst was observed on the proximal section of the balloon, about half of the distal section of the balloon is separated and missing as well as the inner member at the balloon section. No other damage was observed on the device. Functional analysis was not performed due to the condition the balloon was returned in. Per sem analysis the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface did not presented any evidence of damages. A device history record (DHR) review of lot 17266400 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics or procedural factors (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.